Event description:
This case was reported by a consumer and described the occurrence of inability to think in (B)(6) female pt who received glucose oxidase + lactoperoxidase + lysozyme (biotene dry mouth mouthwash) mouthwash for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt began using glucose oxidase + lactoperoxidase + lysozyme. On (B)(6) 2013, the pt accidentally ingested the product and stated she felt "funny" and hot and was unable to think. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. Biotene dry mouth mouthwash is mfg by laclede in (B)(4). The lot was provided, but the product was not available. (B)(4).